Event description:
Information was received from a patient regarding an implantable neurostimulator.  The reason for call was patient reported their co ntroller seemed to be misreading or changing their settings. The issue began a while back. Patient would get up in the morning and could hardly walk with this 'thing' and now the numbers and letters would change. Patient's implant area was having severe pain and it would almost drive them to their knees. Patient was working with a representative and told them 2 weeks ago told them to shut it off and a couple days later go down to number 2 then number 3. Agent understood this as trying different programs. The weekend came and patient couldn't even get out of their chair. Patient tried changing the settings themselves and group c didn't work at all and would get them in pain. Patient went to b then a and patient set it up for a little bit more power but they would get electric down on their knees or legs. Patient was told to go to a, then another time to b, and was also told to try c and they couldn't deal with c at all but patient was told to do c for 5 days and that about failed them. Patient complained about their controller a year ago because it was doing weird things. Patient wanted a controller replacement. Agent reviewed with patient that replacing the controller would not resolve their stimulation issue. Patient would have a phone call with their representative to adjust the settings. Agent re commended programming in person. Patient also fell a couple of weeks ago. Agent redirected patient to their hcp to address the issue. Patient also reported their implant would not fully charge. The implant would get stuck at 70%. Patient was also mentioning that they had the ac power plugged into the controller and green light was flashing but when they picked the controller up the light was steady. Agent reviewed information. Patient also noted it was misreading the charging and even at 100% the color would change to amber and light was flashing. Agent understood this as controller battery. Implant was also not holding a charge like it normally used to. Within 8 hours their implant was 'dead'. Patient was on low 4s under group b and it would last them a day and a half. Patient was lucky to get 8 hours out of it. Agent reviewed charging frequency information. Patient also mentioned the controller shut down on them and didn't recall anything plugged into the controller. Patient was told to reset the controller and when they reset the controller it didn't send anything to their brain. Patient kept asking for a controller replacement and didn't understand why they couldn't have a controller replacement. Agent reviewed information multiple times. During the call one pin in the controller charging port was gone or missing. Agent sent email to repair to replace the controller. Agent still redirected patient to their hcp if the control ler replacement didn't resolve the implant getting stuck at 70%. See previous cases. Recharger was probably changed half a dozen times. Additional information received from the manufacturing representative (rep). Representative had spoken with the patient over the last 3 business days but patient refused to come to the office due to drive distance. Representative would reach out to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.